Event description:
Almost every single libre3 plus sensor I have received has had readings that are off by double and sometimes triple digits. I have been using these for over a year. Today the readings showed that I was dangerously low when in fact I was dangerously high. The meter read 50 and my actual is about about 150 according to the finger stick I do as a back up. Readings like this are happening on every single meter. These things have caused me to misdose insulin and incorrectly and unnecessarily try to raise my blood sugar thinking it is low when it is in fact not.